Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
---

Event description:
Boston scientific received information that during interrogation on account of beeping tones, this device triggered a fault code indicative of an internal battery voltage too low, to support the projected remaining capacity. Technical services (ts) was then contacted stating the recommendation is to explant device and return for analysis. The following day, the field representative confirmed the device was explanted. No adverse patient effects were reported and the explanted product is intended to be returned for analysis.

Manufacturer narrative:
--

Event description:
--